Event description:
Consumer reported inaccurate readings on bd paradigm link bgm. Analysis run on clarke error grid using competitive readings (66) as ref. Point vs. Bd reading of (95, 98). Data points fell into the "d" zone of the grid, outside acceptable ranges.